Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. During intra-op testing the lead impedances did not match the ipg. Surgical intervention took place wherein the system was explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.